Event description:
Unsolicited: pt reported she just did a mix and when she is about to prime it, she had a high-pressure error even though the pump (maintenance due: (B)(6) 2025) is not connected to her IV line. Pt was asked to switch to a different pump and see if she would have the same issue, pt refused to do that. Pt was asked if the tubing in the correct way, pt confirmed yes, no reverse. Pt asked to change the tubing while am on the phone, pt did that and as soon as she changed her tubing, she didn't have the error and she was able to prime her cassette and able to resume infusion on the same pump, no replacement required. Pt stated, it must be a bad tubing. Patient did not provide lot number of tubing. No additional information available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? No. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes, tubing was faulty not pump. If yes, was the patient able to successfully continue their infusion? Yes, on the same pump. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.